Event description:
It was found that the hand piece no longer meets the specs for impedance, frequency and phase margin. Device was used during an unknwon procedure. Case completion with device. No pt consequence.